Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 444 mg/dl at the time of the incident. The customer¿s blood glucose level was 255 mg/dl last night and customer's current blood glucose is too high to read on meter mg/dl. The symptoms related to their high blood glucose was thirsty only. The customer was treated with corrective shot. The insulin pump will not be returned for analysis.